Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had received hardware low level failures alarm. Customer's blood glucose value was unknown. The customer was able to successfully clear the alarm. Customer was able to rewind the insulin pump. The customer performed self-test and received the alarm again. The customer reported that fill cannula was recorded in daily history. Customer was advised to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace and pin 1 trace on keypad assembly.